Event description:
It was reported to philips that the device's ECG lead was not working. No patient involvement reported at this time. Results of functional testing indicate it was necessary to replace the 5 leadset, grabber, iec, ICU. Based on the information available and the testing conducted, the cause of the reported problem was the 5 leadset, grabber, iec, ICU. The reported problem was confirmed. The device was operational after repairs were completed. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.